Manufacturer narrative:
Concomitant medical products: product ID: ddbb2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained ventricular high rates. Noise oversensing was noted on the lead and it had high thresholds. The lead was programmed off and remains implanted; however, a lead revision is planned. No patient complications have been reported as a result of this event.